Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Specific blood glucose value was unknown, but it was indicated as "low." Customer consumed carbohydrates to address the low glucose level. Caller was informed by technical support that control-iq was functioning and actively adjusting insulin delivery. Logs were reviewed and determined multiple override boluses. Customer acknowledged and will speak with hcp.